Event description:
Right-side capsular contracture baker grade 3.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra requets to void this medical device report. Additional information was obtained from the healthcare provider that this side is in the contralateral and not the effected side. Please refer to mw#1651189-2023-05853 for the customer reported issue.